Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is diferent from the item reported.

Event description:
The clinician reported that the implant was placed and removed on the same day in intraoral area #3. Another implant was not placed after removal on that day. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant was placed and removed on the same day in intraoral area #3. Another implant was not placed after removal on that day. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.